Event description:
Reporter alleged blood glucose measured 80mg/dl and stated becoming nervous and shaky so took a glucose pill. It was stated customer passed out immediately and had a seizure so paramedics were called and their device read 20 mg/dl one hour later. Reporter stated customer was given a glucose IV and taken to the hospital where remained for four days. A request was made for the return of the suspect device and replacement product was sent.